Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an esophageal dilation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the balloon popped. The procedure was completed at this time. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Problem code 1074 captures the reportable issue of balloon burst. Investigation results: visual examination of the complaint device revealed the balloon burst and the rest of the balloon material was not returned. No damage found on the catheter of the device. Functional analysis could not be performed due to the returned condition of the device. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose such as; the manner as the device was handled, and the interaction with the scope during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an esophageal dilation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the balloon popped. The procedure was completed at this time. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.